Manufacturer narrative:
The investigation conducted by the technical support engineering concluded that the system error code #1 experienced by the customer was associated with a pt side manipulator (psm) and remote arm controller (rac) board. The pt side manipulator is an instrument arm located on the pt side cart, that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm and rac. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #1 appeared when the da vinci s safety system detected a hardware power supply voltage was out of range. Upon determining these conditions, the safety system put the da vinci s system in a "non-recoverable safe state". The psm and rac were returned to isi for failure analysis investigation. Engineering concluded that the loose wrist drive cables on axis 6 of the psm generating the system errors experienced by the customer. The psm was repaired by replacing the insertion drive cables. As of 2008, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that near the end of a da vinci s hysterectomy procedure, the customer experienced a non recoverable system error code #1. With the assistance of an isi technical support engineer, the customer power cycled the surgeon side console and pt side cart multiple times, however, the system error code #1 recurred. The pt was under anesthesia for approx four hours when the site converted to traditional open surgical techniques to finish the planned surgery. No pt harm was reported.